Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. Customer stated she woke up hot sweaty and did not feel good. The customer stated that they changed their eating habits and was working out prior to the incident. The customer declined troubleshooting the issue. The customer did not return the product back for analysis.